Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( non-functional ecgs) was confirmed. Upon evaluation, the electrode belt failed ECG fall-off test. There was a fractured solder connection at the tab inside of the rear 2-wire therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.